Event description:
Boston scientific received information that difficulty was encountered while trying to insert this right ventricular (rv) lead into a competitor's device. Boston scientific technical services (ts) provided troubleshooting assistance which resolved the issue. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.